Event description:
It was reported that during a subtotal colectomy and ileostomy for toxic megacolon, the surgeon used a purple 80 mm stapler. After stapling the small bowel, a large hematoma was discovered in the stapled bowel when it was opened to create a stoma. The patient was treated with erythromycin and the clot was pushed out.

Manufacturer narrative:
D10 concomitant product: gia80mtc, cartridge gia80mtc medthk tristp (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.